Event description:
Analysis of the stored egms showed that the patient received inappropriate therapy, due to noise. Fluoroscopy revealed lead disintegation at the level of the tricuspid valve. Hence, the lead was replaced.

Manufacturer narrative:
No medwatch form was received.